Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On april 25, 2024, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. Patient provided the following examples. (B)(6) 2024 10.05 pm sensor glucose (sg)- 127 mg/dl, blood glucose (bg)- 194 mg/dl. (B)(6) 2024 8.58 pm sg 126 mg/dl, bg 165 mg/dl. (B)(6) 2024 4.21 pm sg 108 mg/dl, bg 153 mg/dl. (B)(6) 2024 1.42 pm sg 61 mg/dl, bg 116 mg/dl. A review of the system performance in data management system (dms) suggested a deviation in system performance due to which a sensor replacement was approved. There were no adverse events associated with this incident and no medical attention was required. The patient will have the sensor removed.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the initial investigation analysis, the sensor performance had deviated from the normal behavior. The user had additionally reported an incident of hematoma at the insertion site which could have potentially caused sensor inaccuracies. To further investigate the issue and to determine the root cause, a return material authorization (RMA) was issued for sensor replacement. However, the user opted to keep the sensor and continue using it. A few days later, the user contacted customer care and informed that inaccuracies have reduced and there is better agreement between sensor glucose (sg) readings and blood glucose (bg) meter readings. Since the issue was resolved, no further investigation was found necessary. The potential root cause of the inaccuracies that were observed by the user could be hematoma at the insertion site. B4. Date of this report updated to 19 july 2024. G3. Date received by manufacturer is updated to 19 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 67.